Manufacturer narrative:
The manufacturer was notified of this incident in japan by century medical inc., distributor of enclose ii in japan . Additional information provided by the healthcare facility on this incident: procedure: off-pump coronary artery bypass (opcab) ; user experience: more than 11 uses ; defect occurrence status: during product use (after insertion into the aorta) at which site faults have occurred: first site nature of the aorta: no findings methods for confirming the nature of the aorta: unknown insertion direction of the device: long-axis direction. Check of the user before use: no issue found. Incrimintaed device not yet returned to the manufacturer. Investigation will be performed on the incriminated device once the device is available.

Event description:
It was reported that a device malfunction occurred during the use of enclose ii. No harm to the patient or other adverse health effects were reported. After insertion of enclose ii into the aorta, both the upper jaw and lower jaw were deployed; however, adequate hemostasis could not be achieved. Upon removal of enclose from the aorta, it was confirmed that there was a hole in the membrane. Use of enclose was discontinued, and the procedure was continued with a partial clamp. No patient injury or other adverse health effects were reported.